Event description:
It was reported, that this right ventricular (rv) lead exhibited a change in pacing thresholds. Causing the patient to experience a syncopal event. No further action has been taken. The rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).